Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on (B)(6) 2020. The hcp called stating that the patient was in the office that day of the call with the ¿call hcp-por¿ message on their patient programmer. The hcp reported that the patient had an unrelated knee replacement surgery in (B)(6) 2020 and the therapy hadn¿t worked since the surgery. Technical services reviewed the meaning of the code and that the ins needed to be reprogrammed. The hcp did not have the programming equipment and thus needed the assistance of a manufacturer representative (rep). The hcp was transferred to the national answering service to locate a rep. No further complications were reported at this time.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the steps taken were they had a scheduled meeting with the manufacture representative to meet with the patient and re-program. The issue had not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that maybe a week or so ago they noticed the code por appear on their programmer screen. Caller states that they just let the code be, but then their bladder symptoms were getting worse and worse so they decided to call patient services. Troubleshooting was unable to be performed but patient services reviewed the meaning of por. The patient was redirected to their healthcare professional hcp to further address the issue. The patient's relevant medical history included that they recently had a knee replacement surgery (date of surgery was not provided) and did not shut stimulation off for the procedure or even bring the programmer to the hospital at that time. It was recommended that they follow up with their healthcare professional.